Event description:
It was reported that six days after a coronary drug eluting stenting treatment procedure, the pt returned with a subacute thrombosis in the stented ramus. In 2004, the lesion being treated was a 90% stenosed, severely calcified ramus lesion. The physician successfully deployed a taxus express2 8.8% 3.0 mm x 24 mm drug eluting stent without incident. The following month, two hours after discharge from the hosp, the pt presented to the emergency room with chest pain and positive cardiac enzymes. In the cath lab, the ramus was found totally occluded at its origin. The physician attempted to rewire the ramus with a hyperflex, pt graphix, and a whisper wire, but was unable due to the angle of the origin of the ramus. The wires were getting caught in the proximal struts of the stent. After approx 1 and a half hours of trying to get across the stent, the procedure was terminated. The pt was uncomfortable being on the cath lab table and was not complaining of chest pain at the time. The pt was continued on IV integrilin for 48 hours and the myocardial infarction was treated medically. The status of the pt is listed as satisfactory now.